Event description:
The user facility reported that the device's door sprung out of order and opened during a procedure. Attempts were made to obtain additional information about the event; no further information was received.